Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The insulin pump had a blank display. The customer's blood glucose was 433 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the insulin pump was dropped. The customer stated that the battery cap was damaged. The customer was also advised to revert to back-up plan until the replacement battery cap arrives. The insulin pump will not be returned for analysis.